Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen with moisture) issue. The reporter alleged that the display screen was blank and had moisture behind it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 26-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2018 with the following findings: during investigation, the pump was powered on and the display was found to be blank with normal audible tone and vibration. Moisture corrosion was observed on the display screen. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad. A leak test was performed and a leak was identified in the battery compartment. The pump cover was removed and further moisture corrosion was observed on the keypad flex/connector and to the electronically erasable programmable read-only memory (eeprom) circuit.